Event description:
It was reported that the patient experienced an increase in bowel incontinence and no stimulation sensation following a "one-time" shock-like sensation in their leg. On (B)(6) 2009, the stimulation was turned back on using the programmer and the former programmed settings were maintained. The patient was noted as feeling the stimulation at a comfortable level. No further interventions were required. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3093-28 lot #j0546252v implanted: (B)(6) 2005 explanted: na, extension model 3095-10 (B)(4) implanted: (B)(6) 2005 explanted: na, programmer model 3031a (B)(4). This device was being used in a clinical trial at the time of this event and noted as (B)(4).